Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the upper/lower cases, ring cover, and tow side bail covers were broken. The battery contacts were compress and the battery drawer was broken. The battery drawer o-ring was missing.

Event description:
The external pulse generator was returned to the manufacturer for repair due to a field action. It was analyzed and tested out of specification.